Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 65 mm in diameter abdominal aortic aneurysm. It was reported that, six days post index procedure, a CT revealed the patient had an acute dissection type b and there was occlusion of the superior mesenteric artery. The original procedure involved bilateral renal snorkels through the lt branchial artery. The physician noted that the sma was not covered by the endurant aortic cuff and was not the reason for the sma occluding. The proximal dissection caused the occlusion when the true lumen disrupted flow to the sma orifice. Post-mortem exam showed the endurant aortic cuff and renal stents to be in good position. The dissection seemed to originate from the left subclavian origin and may be related to the dual disrupted balloons from the renal stents from another manufacturer. The physician had difficulty retrieving the balloons when they ruptured radially, causing them to evert completely. Since they could not be retrieved from the sheaths, they had to be more forcefully pulled with the sheaths and may have led to the development of dissection plane.¿ the patient suffered mca stroke and expired. No additional sequelae were reported.

Manufacturer narrative:
Film evaluation results are: the cause of the acute type b dissection likely leading to the occlusion of the sma could not be determined from the pre-implant films provided. Films during implant and post-implant were not available for review and pre-implant films of the thoracic aorta were not returned. Per the pre-implant planning films there was planned stent graft placement to just below the sma using bilateral renal snorkels. It is possible that the dissection may have developed during implant of other manufacturer¿s renal stents and during retrieval of the dual balloons from the renal icasts which reportedly ruptured, everted, and had to be forcefully pulled out with the sheaths. The cause of the stroke leading to the patient¿s death could not be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.